Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. Customer was using fiasp insulin with the pump. Fiasp use with the pump is off labeled. Customer switched the type of insulin used to novorapid and customer's glycemic profile improved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.